Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra coil 400 (pc400) system include neurological deficits and are included in the labeling. Therefore, it was determined that the reported focal neurological deficit was a potential complication related to the use of the pc400 system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1. 3005168196-2017-01983. 2. 3005168196-2017-01984. 3. 3005168196-2017-01985. 4. 3005168196-2017-01986. Please note that this patient experienced another event reported under the following MFR report numbers: 1. 3005168196-2017-01408. 2. 3005168196-2017-01409. The device was implanted into the patient.

Event description:
On (B)(6) 2017, the patient underwent a coil embolization procedure using penumbra coil 400''s (pc400''s) with no report of an adverse effect to the patient. On (B)(6) 2017, the patient presented at the hospital with a right arm and leg sensation change. The right arm sensation resolved spontaneously; however, the patient had decreased sensation below the knee and a cold feeling was present. The patient''s national institutes of health stroke scale (nihss) score at baseline was a 3. The results of the computerized tomography (CT) head and computerized tomography angiography (cta) were negative at baseline. The patient was given intravenous tissue plasminogen activator (IV-tpa) and the symptoms resolved on (B)(6) 2017. The reported focal neurological deficit was adjudicated to be an adverse event that was possibly related to the pc400 but unrelated to the procedure.